Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (early onset) and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and drainage.

Event description:
Healthcare provider reported via regulatory agency voluntary sus medwatch (B)(4) patient underwent a double mastectomy with bilateral breast reconstruction with implants and alloderm placement. Surgery completed without complication. Post-op course complicated by drainage from right breast incision site. Patient required incision and drainage of right breast. Cultures from procedure have resulted with mycobacterium abscessus. Patient has required care guided by infectious disease and long-term antibiotic therapy. Infectious disease requested case be reported due to bacteria that has grown at site w/ concern if bacteria could be related to implant. Patient remains free of infection post-implant placement." This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported via regulatory agency voluntary sus medwatch 3401730000-2024-8001 "patient underwent a double mastectomy with bilateral breast reconstruction with implants and alloderm placement. Surgery completed without complication. Post-op course complicated by drainage from right breast incision site. Patient required incision and drainage of right breast. Cultures from procedure have resulted with mycobacterium abscessus. Patient has required care guided by infectious disease and long-term antibiotic therapy. Infectious disease requested case be reported due to bacteria that has grown at site w/ concern if bacteria could be related to implant. Patient remains free of infection post-implant placement." This record is for the right side. The has been explanted and replaced.